Event description:
It was reported that in 2002, the pt was suddenly no longer able to hear. Telemetry testing carried out in december gave the result of 'poor coupling to the implant'. The processor was replaced but the pt was still not able to hear.